Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic feeling presyncopal and showing several instances of pacemaker-mediated tachycardia. Programming changes were made. Patient was doing fine after the event. Device remains implanted.